Manufacturer narrative:
Device evaluated by manufacturer: the clinical observation of bleeding from tear was unable to be confirmed through visual examination of the returned device. As received, the frame appeared to be expanded asymmetrically and canted. X-ray demonstrated wireform and frame distortion around leaflet 2. Suture holes were observed near all three black stich markings on the sewing ring. Additional manufacturer narrative: a manufacturing related issue was not identified. Based on the information received, operational context and patient condition most likely contributed to this event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. (B)(4).

Event description:
Through further investigation, an oblique aortotomy was performed. The annulus was decalcified. There was a weak point on the noncoronary cusp to left coronary cusp, which was enforced with a couple of sutures. The edwards valve was seated and inflated. The moment the cross-clamp was off, the surgeon noticed some blood loss filling the pericardial well. The 25mm valve was explanted, and the surgeon noticed some separation on the weak area on the left coronary cusp side. Pledgeted sutures were placed around the annulus and reinforceable sutures were placed where the aorta was weaker at the root. There was no bleeding at the root this time. The patient was transferred to the ICU in stable condition. The patient reportedly did great. His surgery was complicated by atrial fibrillation and rvr, which he had a prior history of. He was discharged and at three week follow-up reportedly was doing well with no chest pain or shortness of breath.

Manufacturer narrative:
Device evaluation: device was returned to edwards and is pending evaluation. Additional manufacturer narrative: (B)(4). The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A supplemental MDR will be submitted once new information becomes available. Based on the information received the cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25mm aortic valve was explanted at implant due to bleeding that the surgeon could not get to with the valve in place. As reported, there was a cleft in the annulus that was repaired. The 25mm aortic valve was implanted without issue. After coming off pump and removing the cross clamp, some bleeding was noted at the site inferior to the repair stitches. The surgeon thought that when the balloon was expanded, the repair site may have torn a little. The tear could not be repaired because it was too close to the left coronary ostia. The surgical team agreed to remove the device. Upon inspection, the 25mm valve was perfectly seated. A 25mm aortic pericardial valve was implanted in replacement. The patient reportedly did great. The device is available for return.